Manufacturer narrative:
Reliability analysis evaluated 4 opened/used reservoirs. The reservoirs, snap-cap and septum were all inspected for anomalies and none were found. The occlusion test was performed by filling the reservoir with diluent and connecting to a new infusion set. The reservoir and connector were installed into a 7xx insulin pump. The manual prime was performed and fluid flowed through the infusion set and out the catheter tip. In conclusion, the reservoirs were not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customers' mother reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level went as high as 450 mg/dl and as low as 85 mg/dl. Customer mother advised the insulin pump had a diabetic dog feature which alerted them of the fluctuations in blood glucose levels for the patient. Customer's mother advised insulin squirted out across the table as if there was a blockage inside of the tubing. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised the no delivery alarm was a recurring issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.